Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging unusual issue with the subject meter (onetouch verioiq). The reporter detailed that the meter displayed a "check meter, check strips" message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.